Event description:
This MDR is related to 3011632150-2022-00029. The patient was treated as part of the mimics 3d USA post-market observational study on (B)(6) 2021. The subject was implanted with two biomimics-3d stents (a 7.0 x 150mm and a 7.0 x 125mm) to treat a denovo lesion of the sfa proximal third to sfa middle third of the right leg. A retrograde approach was used and pre-dilatation and post-dilatation of the target lesion was conducted with percutaneous transluminal angioplasty. Atherectomy was also performed pre-stent placement. On (B)(6) 2022, an event of occlusion was reported from the site. It was reported as "not related" to the device or procedure but to a worsening of the pre-existing condition. It was reported as target lesion related. It was identified at 12-month ultrasound but an angiogram on (B)(6) 2022 showed occlusion of the proximal to middle segment of the biomimics stent. The site is considering surgical versus percutaneous intervention. The event is reported as serious. The patient outcome is described as "continuing". The device remains implanted. On review of the event by veryan, it was determined to be possibly related to the device due to the target lesion relationship.

Manufacturer narrative:
This MDR is related to 3011632150-2022-00029. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of occlusion is listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Manufacturer narrative:
This MDR is related to 3011632150-2022-00029. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of occlusion is listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
This MDR is related to 3011632150-2022-00029. The patient was treated as part of the mimics 3d USA post-market observational study. The patient was implanted with two biomimics-3d stents (a 7.0 x 150mm and a 7.0 x 125mm (the subject of this report)) to treat a denovo lesion of the superficial femoral artery (sfa) proximal third to sfa middle third of the right leg. A retrograde approach was used and pre-dilatation and post-dilatation of the target lesion was conducted with percutaneous transluminal angioplasty (pta) balloon. Atherectomy was also performed pre-stent placement to prepare the target site. On (B)(6) 2022, an event of occlusion was reported from the site. It was reported as "not related" to the device or procedure but to a worsening of the pre-existing condition. It was reported as target lesion related. It was identified at 12-month duplex ultrasound (dus) but an angiogram on (B)(6) 2022 showed occlusion of the proximal to middle sfa segment of the biomimics stent. The site evaluated the patient for femoropopliteal bypass on (B)(6) 2022 but they were not considered a good candidate. As of the (B)(6) 2023, the patient was being managed medically and was considered stable.the event is reported as not serious. The patient outcome is described as "continuing". The device remains implanted. On review of the event by veryan initially, it was determined to be possibly related to the device due to the target lesion relationship.

Manufacturer narrative:
This MDR is related to 3011632150-2022-00029. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of occlusion is listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted. Section b.5. Was updated with the additional information received from the site, d.3 was updated to reflect the block 5 address, d.10. Was updated to remove aspirin as the patient was not taking this at the time of the event., g.1. Was updated to reflect the block 5 address, g.6. And h.11. Have been updated to reflect the type of report (follow-up 02) and the sections updated via this report.

Event description:
This MDR is related to 3011632150-2022-00029. The patient was treated as part of the mimics 3d USA post-market observational study. The patient was implanted with two biomimics-3d stents (a 7.0 x 150mm and a 7.0 x 125mm (the subject of this report)) to treat a denovo lesion of the superficial femoral artery (sfa) proximal third to sfa middle third of the right leg. A retrograde approach was used and pre-dilatation and post-dilatation of the target lesion was conducted with percutaneous transluminal angioplasty (pta) balloon. Atherectomy was also performed pre-stent placement to prepare the target site. On (B)(6) 2022, an event of occlusion was reported from the site. It was reported as "not related" to the device or procedure but to a worsening of the pre-existing condition. It was reported as target lesion related. It was identified at 12-month duplex ultrasound (dus) but an angiogram on (B)(6) 2022 showed occlusion of the proximal to middle sfa segment of the biomimics stent. The site evaluated the patient for femoropopliteal bypass on (B)(6) 2022 but they were not considered a good candidate. As of the (B)(6) 2023, the patient was being managed medically and was considered stable. At the patient's 36-month follow-up on (B)(6) 2024, no further evaluation was performed. The patient's symptoms are stable and they do not wish to proceed with any further interventions at this time. The event is reported as not serious. The patient outcome is described as "continuing". The device remains implanted. On review of the event by veryan initially, it was determined to be possibly related to the device due to the target lesion relationship. Veryan received additional information on this event on 05-feb-24. The site provided the additional information that the patient's symptoms remain stable following the patient's 36-month follow-up.